Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back, under the therapy electrodes. The area was described as mrsa with red skin, yellow crusted skin, and oozing liquid. The patient stated she had removed the lifevest, and would let her doctor know. There is no indication that her doctor recommended the removal. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.